Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was deployed in a low p osition in the native annulus. An echocardiogram showed moderate aortic insufficiency. A second valve of the same model and size was successfully implanted valve-in-valve, resulting in a mild paravalvular leak. There was no subsequent treatment or intervention, and no subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that 25 months post implant, both valves were explanted due to moderate to severe pvl and replaced with a non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: (B)(4). Upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. Leaflets 2 and 3 were in the closed position. Leaflet 1 was in the open position. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Glistening off-white pannus partially lined the inflow orifice extending into the inner skirt. Remnants of pannus remained attached to all commissures extending slightly onto the free margins of all cusps. Product analysis: (B)(4). Upon receipt at medtronic¿s quality laboratory, the valve leaflets were in the fully open position, flush against the frame, showing evidence of a valve-in-valve implant. All leaflets were stiff and intact. All commissures were intact. Remnants of glistening off-white pannus remained attached to the frame on the outflow extending along the outer frame and skirt. Radiography showed no evidence of mineralization and/or frame fractures.

Manufacturer narrative:
Product analysis: sn (B)(4): upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. Leaflets 2 and 3 were in the closed position. Leaflet 1 was in the open position. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Glistening off-white pannus partially lined the inflow orifice extending into the inner skirt. Remnants of pannus remained attached to all commissures extending slightly onto the free margins of all cusps. Radiography showed no evidence of mineralization and/or fractures in the valve frame. Sn (B)(4): upon receipt at medtronic¿s quality laboratory, all leaflets were in the fully open position, flush against the frame, showing evidence of a valve-in-valve implant. All leaflets were stiff and intact. All commissures were intact. Remnants of glistening off-white pannus remained attached to the frame on the outflow extending along the outer frame and skirt. Radiography showed no evidence of mineralization and/or fractures in the valve frame. Conclusion: the device history record was reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received and the returned product analysis, a conclusive root cause for the paravalvular leak (pvl) could not be determined as the valve did not provide clear additional data for the pvl. Pannus overgrowth is an inherent risk of valve replacement and could possibly be what led to the report of aortic insufficiency. Pannus is a known failure mode for bioprosthetic heart valves, and is generally considered a patient related condition. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the aortic regurgitation most likely was due to sub optimal position as the valve was deployed low in the native annulus. Without return of the product a conclusive cause of the aortic regurgitation could not be determined from the limited information available.